Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for hi blood glucose results accompanied by symptoms. The customer is not concerned with results obtained. The expected fasting blood glucose test result range is 200mg/dl. The customer did report symptoms of feeling sluggish, frequent urination and excessive thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the basement. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer originally called because they were getting e-5 error messages. While troubleshooting the meter, customer received a reading of hi. Customers expected regular fasting range is 200mg/dl. Customer is experiencing symptoms of high blood sugar results. Customer states she is not concerned with her meter because she is having problems with her blood sugar and states that it does fluctuate. Customer is not concerned with higher readings or erratic readings.